Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/24/2020 additional information was requested and the following was obtained: how much blood did the patient lose? Unknown were any blood products or transfusion required? No was a laparotomy required to control the bleeding? No what is the current patient status? No patient consequence. Traditional patient protocol was followed was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/12/2020. B1,2. H1: MDR decision: serious injury. Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a reportable serious injury. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: it was reported that one patient developed an ileus and had been in the hospital for ninety days. The other patient also developed an ileus, as well as a stricture at the g-j junction. The doctor didn't share what form of care was being performed for the two patients. The account was a 2018 conversion to ethicon with about 12 surgeons still using competitive products. During a lap roux-en-y procedure, excessive bleeding was experienced on all staple lines requiring the use of 70 clips. In second procedure, the same excessive bleeding occurred, but malformed staples were noticed. It seemed the majority of the malformed staples were on the last firing. Some of the staples were mangled, twisted, legs bent over and goal post shaped. Also, the cut line was right up against the first row of staples. Four full clip appliers were used to stop bleeding along with snow and floseal. The surgeon follows the michigan bariatric preop prerequisite for patients. The surgeon¿s typical cartridge selection for pouch is gold with seamguard and previously blue. A competitive circular stapler is used on gj anastomosis. The surgeon waits 15 seconds prior to firing and pulse fires. The proper cleaning technique is followed after each firing. This issue with bleeding has not been experienced in past.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood did the patient lose? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the bleeding? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the doctor fired two blue reloads with a plee60a. The first staple line had two malformed staples. One the second staple line, the cut line was right against the first line of staples. There was bleeding on both staple lines. Bleeding was controlled using an unknown number of clips. There were no patient consequences reported.